Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in a micro-centrifuge vial. There was clear residue on product. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm,vicm5_12.6, -7.00 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2019. The lens was removed on the same day during initial surgery due to excessive vault. A replacement lens of shorter length was implanted on the same day and the problem resolved.